Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and began to decompensate. A suspected myocardial rupture resulting in cardiac tamponade was noted. The physician attempted to resolve with pericardiocentesis but was unsuccessful as there was too much blood to aspirate. Impella flows were unable to get above two liters due to volume/suction issues and unfortunately, the patient expired in the procedural area. Medical safety review of the event noted there is not enough evidence to exclude the impella as an associated factor in the patient's (death) outcome.